Event description:
In 2005, nellcor puritan bennett received a report where it was claimed that in 1997 a ipi tracheostomy tube separated in two parts and the cannula portion of the tube migrated down the patients trachea. It was reported that a replacement tracheostomy tube was inserted while the patient was transferred to the hospital. The report indicated that the cannula was retrieved by an unspecified operating procedure.